Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent oversensing on the right ventricular (rv) lead. It was also noted that capture could not be confirmed after the patient received an appropriate shock for ventricular fibrillation (vf). Follow up yielded no information. The lead remains in use. No patient complications have been reported as a result of this event.